Event description:
A caller reported a cartridge alarm issue, with the cartridge stopping working on multiple consecutive days. There was no adverse impact to the customer's blood glucose level. The customer's father noted having changed the cartridge. Technical support was informed, confirmed the cartridge alarms, and arranged to replace the pump. The customer reverted to manual injections for insulin therapy.